Event description:
The customer reported to olympus that while cleaning the gastrointestinal videoscope with the endoscope reprocessor, the endoscope reprocessor started making strange noises. After a while, it was noticed that the cleaning tube near the connector on the washer side was cut. Therefore, the endoscope may have been insufficiently cleaned. It was unclear when the irrigation tube broke, so there was a possibility that multiple endoscopes had been insufficiently cleaned. The issue was found during reprocessing. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, insufficient cleaning was likely caused by the defect of the oer-5 endoscope reprocessor and the maj-1500 connecting tube. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: we would like you to implement the reprocessing in line with the IFU. Olympus will continue to monitor the field performance of this device.